Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that on (B)(6), in hepatobiliary surgery, the doctor inserted a catheter into the patient's subclavian vein. On (B)(6), the nurse found leakage when she changed the dressing. She removed the gauze and found that the catheter was broken at the joint of the hub. She notified the doctor who immediately removed the catheter. There was no bleeding around the insertion site. The doctor placed a new catheter and established peripheral venous access for fluid infusion. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.